Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the reported issue was confirmed due to a cracked control knob. Deep dents were found on the plastic and a cracked bending section. No leaks were found during the inspection. The device was serviced and returned to the user facility. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that the scope's angulation becomes locked and cannot disengage due to a broken lock knob. The issue was found during reprocessing of the device and there was no patient involvement. No additional information has been obtained.

Manufacturer narrative:
A device history record (DHR) review did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. It was confirmed that the indicated event was detected during the reprocessing of the device. The reported event can be prevented, and abnormality of the device can be detected as long as the device is used according to the instructions for use which state: inspection of the bending mechanisms if the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may be abnormal. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination.